Manufacturer narrative:
The pump was returned to animas. Evaluation revealed that the force sensor plate was visibly damaged and the force sensor resistance reading was out of specification. Review of the pump download history revealed loss of prime warnings. The pump was rewound, loaded, primed, and exercised successfully with no alarms occurring.

Event description:
Evaluation revealed that the force sensor plate was visibly damaged and the force sensor resistance reading was out of specification.